Event description:
Screw came out of brush head while brushing [device breakage]. Oral-b sensitive brushhead seemed wobbly [device connection issue] no adverse effect [no adverse event]. Case description: a male consumer reported that the oral-b sensitive brushhead seemed wobbly while brushing with an oral-b vitality series toothbrush and the screw was in the toothpaste he spit out. No symptoms developed. He reported that he had purchased brushheads from factory outlet and never had this problem before.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.